Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a revision was scheduled for the right atrial (ra) lead due to infinite impedance. However during the revision, the physician was unable to screw the new ra lead into the header of the current implantable pulse generator (ipg). The ipg was explanted and replaced as well to complete the operation. The new ra lead remains in use. No patient complications have been reported as a result of this event.